Manufacturer narrative:
Concomitant products: product ID: 3998, lot# l66593, implanted: (B)(6) 1999, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the disconnection and insulation issue was not determined. No actions were taken as the extension was plugged in and worked. The insulation issue was also not resolved and it was noted that it didn¿t seem to affect the therapy. The patient reported he was getting better coverage with the new implant.

Manufacturer narrative:
Concomitant medical products: product ID 3998 lot# l66593 , implanted: (B)(6) 1999, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: l66593, ubd: 23-jun-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller was at a case to replace the implant. The caller indicated that they were going to connect either a new extension to the lead. When they opened the current extension/lead site, one extension was disconnected and the lead looked fine. On the other side of the lead, the insulation on the lead looked to be pulled back from #4 electrode. The caller indicated that they could see the insulation pulled back with the boot in place before disconnecting the extension. Troubleshooting was not required. The issue was not resolved through troubleshooting. Troubleshooting reviewed information about the lead and the caller will review information with the doctor and make a decision about how to move forward. No patient symptoms reported.